Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) was consulted and recommended further left ventricular (lv) lead evaluation. The lead remains in service. No adverse patient effects were reported.